Manufacturer narrative:
Updated fields - describe event or problem,return to manufacture date, investigation findings,investigation conclusions ,device not eval provide code the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm when patient arrived to the ccu. The patient had arrived from the ccl with the fiber optic cable unplugged and the transducer in use for alternate arterial pressure (ap) access. They called to be sure there was nothing else they could do to troubleshoot. We verified the troubleshooting they had done was correct and that they would need to continue using the transducer for access. The iab was inserted on january 13th and removed on january 17th. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The patient had arrived from the ccl with the fiber optic cable unplugged and the transducer in use for alternate arterial pressure (ap) access. They called to be sure there was nothing else they could do to troubleshoot. We verified the troubleshooting they had done was correct and that they would need to continue using the transducer for access. There was no patient harm or adverse event reported.

Manufacturer narrative:
Inital reporter information: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Three kinks were found on the catheter tubing approximately 76.2cm, 41.4cm, and 38.4cm from the iab tip. The pressure and extender tubing were also returned. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and found a break within the y-fitting. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).